Manufacturer narrative:
Clinical code 1924 in h6 has been removed now, which was in the initial report.

Manufacturer narrative:
B3 - date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage due to the l3 drg lead migrating and having impedance issues. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy.